Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / low pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included hiv disease. Concomitant products included cobicistat; elvitegravir; emtricitabine; tenofovir alafenamide fumarate (genvoya), ibuprofen and levothyroxine. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (underwent a laparoscopic essure coil removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, headache and vaginal discharge outcome was unknown, the migraine and fatigue was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-feb-2019: pfs received. Events: "headaches, dysmenorrhea (cramping), vaginal discharge, fatigue". Reporter, concomitant drug, lab data, medical history added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and back pain ("back pain"). The patient was treated with surgery (underwent a laparoscopic essure coil removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, migraine and back pain outcome was unknown. The reporter considered abdominal pain, back pain, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.